Manufacturer narrative:
(B)(4).,

Event description:
It was reported " catheter broken". Patient's curren't condition reported as "fine". To complete the procedure, another catheter was inserted into the origional insertion site. No additional information on the event around the alleged malfunction have been provided. Please see associated MDR# 3010532612-2024-00269

Manufacturer narrative:
Qn#(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the entire flex tip assembly was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip. Two bends to the iabc were noted at approximately 63.3cm and 71.5cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. The customer provided a photo for review. The photo shows two iab catheters loosely packed within plastic bags. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.4cm from the iabc luer due to the blocked central lumen. Blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "catheter broken" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can allow blood to enter the helium pathway. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue.

Event description:
It was reported " catheter broken". Patient's curren't condition reported as "fine". To complete the procedure, another catheter was inserted into the origional insertion site. No additional information on the event around the alleged malfunction have been provided. Please see associated MDR# 3010532612-2024-00269.